Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 23 mg/dl and the cause was not known. Carbohydrates were consumed to address the bg level. Upon follow-up, the customer confirmed that the bg level had stabilized.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. Continuous glucose monitor (cgm) alert 3 (cgm glucose reading below user threshold) annunciated at 11:34pm on the night of (B)(6) 2017. There were no irregular bolus requests. Basal rates are programmed to be higher in the middle of the night and lower during the daytime, this may be a contributing factor. Complaint could not be confirmed. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence of device malfunction.